Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the instrument data, which indicated the integrated multisensor technology probe, needs to be aligned. Ccc instructed the customer to align the probe. Quality controls were within range on the day of event. The cause of the discordant, falsely elevated k, crea, and bun results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated potassium (k), creatinine (crea) and blood urea nitrogen (bun) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated for potassium on the same instrument, resulting without change. The following day, the sample was repeated for potassium on the same instrument, resulting lower. A new sample was obtained and tested for potassium on an alternate dimension vista instrument, resulting lower and matching the previous repeat result. The original sample was repeated for crea and bun on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k, crea and bun results.